Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
Customer states that after completion of sixth firing to lung parenchyma, the black return knob was unable to be pulled back. The surgeon could not release the tissue. In order to correct the problem, additional resection was performed with the cautery knife and another stapler. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. There was tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The device was removed from the tissue by additionally resecting the tissue. No bleeding occurred.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, according to the reporter, the surgery was performed due to pneumothorax. The patient had not undergone chemotherapy or radiation treatments prior to surgery.

Manufacturer narrative:
Tracking number: (B)(4).